Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso® 2515 variable circular mapping catheter. Manufacturer's ref. No: (B)(6)

Event description:
During a clinical trial sponsored by bw, it was reported that a (B)(6) -year-old male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered vascular pseudoaneurysm # 1 (requiring surgical intervention), a hematoma (requiring surgical intervention), arteriovenous fistula (requiring surgical intervention), and a vascular pseudoaneurysm # 2 (requiring thrombin injection closure). Less than 7 days post-procedure, the patient developed a pseudoaneurysm (# 1). Patient required a surgical intervention. Patient required 5 additional days of hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, serious, not study device-related, and possibly procedure-related. Prognosis is satisfactory. More than 7 days post-procedure, the patient developed a hematoma. Patient required a surgical intervention. Patient did not require extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, serious, not investigational device-related, and possibly procedure-related. Prognosis is satisfactory. More than 7 days post-procedure, the patient developed an arteriovenous fistula. Patient required percutaneous transluminal angioplasty (pta). Patient did not require extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, serious, not investigational device-related, and possibly procedure-related. Prognosis is satisfactory. More than 7 days post-procedure, the patient developed a pseudoaneurysm (# 2). Thrombin injection closure was performed. Patient did not require extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, serious, not investigational device-related, and possibly procedure-related. Prognosis is satisfactory.

Manufacturer narrative:
Correction to initial report, the lot number was reported as unknown, however that is incorrect. The correct lot number is 17553252m. This field has been updated in this report. In addition, the lot for the concomitant lasso catheter is (17559991l). Additional information was received on april 14, 2018. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, on april 14, 2018 the expiration date: 2017/08/31 was received. This date has been added to the corresponding field of this report. Manufacturer's ref. No: (B)(4).